Manufacturer narrative:
Reader mcga325-j3332 was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader was sufficiently charged. The reader was de-cased and no issue was observed upon visual inspection. The power consumption test was performed on the returned reader; all results were in the specification. Therefore, this issue is not confirmed due to fast-draining battery not being observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery with the freestyle libre 2 reader. As a result, the customer was unable to use the reader to monitor glucose and subsequently experienced symptoms of dizziness, double vision, profuse sweating, and was unaware of her surroundings. A capillary result of 30 mg/dl was obtained on an unspecified meter and customer was treated with glucagon injection by daughter. There was no report of death or permanent injury associated with this event.